Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that could not be conducted properly by leakage due to breakage of the biopsy channel. A further cause of the breakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During incoming inspection, a leakage was found in biopsy channel. During testing and inspection of the device, it was observed that the air/water tube/cylinder had remains of white foreign material and the biopsy channel was clogged with foreign material. Due to clogging of channel tube and channel mount, foreign objects came out of distal end. The reported fault was consistent with insufficient reprocessing. Additionally, the following was observed during device inspection: due to damage on channel tube, water tightness was lost; due to dirt on light guide lens, illumination was uneven; channel cleaning brush passage failed; air/water cylinder and suction cylinder had no color; and connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was foreign body in the working channel of gastrointestinal videoscope. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation and the customer's allegation was confirmed.